Event description:
A peritoneal dialysis patient's wife called fresenius technical support to inquire how to remove the cassette from the cycler. She reported the patient had passed away this morning. The patient wa sin treatment but the medical examiner said cause of death was due to extensive medical problems.

Manufacturer narrative:
A product investigation was completed for this device. A visual inspection showed the cycler was returned in good condition. A stimulated treatment was performed without any alarms or problems. All remaining functional tests passed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device records. A review of the complaint tracking system showed an m65 scale reading error alarm on (B)(4) 2010 and an m01-01 system error on (B)(4) 2011. There was no malfunction reported for this device. A review was performed by the post market clinical department. Per the pharmacovigilance director/physician the medical professional stated the cause of death was form natural causes associated with extensive medical problems. The death was unrelated to the use of the cycler. No causal relationship was established. There was no reported or suspected device malfunction during treatment.